Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined the observed gradual rise in low-voltage shock impedance measurements (lvsi), measurements was likely associated with calcification as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited increasing pace impedance since the beginning 2024, which does not seem to be stabilized. Also, the shock impedance has been increasing recently since several months. A technical services (ts) consultant recommended in-office lead troubleshooting to exclude a mechanical issue. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This report is being issued to update evaluation method codes. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined the observed gradual rise in low-voltage shock impedance measurements (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited increasing pace impedance since the beginning 2024, which does not seem to be stabilized. Also, the shock impedance has been increasing recently since several months. A technical services (ts) consultant recommended in-office lead troubleshooting to exclude a mechanical issue. No adverse patient effects were reported. This lead remains in service.